Event description:
The reporter stated, the surgeon inserted a silicone three piece lens and it was noted that the capsule bag was torn. The incision was enlarged to remove the lens and a vitrectomy was performed. Sutures were required to close the incision. Another lens was not implanted. The reporter stated, this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. A cartridge lot number search was performed and no similar complaint was found. Conclusion: based on the complaint history, work order search, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.